Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the early morning, the customer experienced a low blood glucose (bg) level; however, the exact value was not provided. The customer consumed glucose tablets. At the time of the call, the customer's bg level was reported to be slightly higher than target, at 160 mg/dl.